Manufacturer narrative:
Report date: 24sep2021.

Event description:
The customer reported diagnostic error "watchdog test failed" when turning on the unit. They also experienced diagnostic error "machine and proximal pressure sensors failed." This occurred after watchdog error was resolved. After all the issues were resolved, the customer reported they installed new board, but they needed to add software to the system. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failures. The customer I found the cause of diagnostic error, "watchdog test failed", was a damaged transistor q1, on the motor control board. The customer replaced the motor control board to resolve the "watchdog test failed¿ issue. After the watchdog error went away, they turned on the unit and saw diagnostic error "machine and proximal pressure sensors failed¿. They replaced the power management board to resolve the "machine and proximal pressure sensors failed" issue. The customer resolved the issue by switching parts between ventilators they own. The customer needed option codes to install on new central processing unit (cpu) for avaps, cflex, and ramp. The rse emailed option codes to customer to resolve the software updates, no other concerns. The unit was tested, and it was returned to service.